Event description:
It was reported that during a lobectomy procedure, the device only stapled one side. The other side could not be stapled. Additional suture was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 01/07/2008. Info anticipated, but unavailable at this time.